Manufacturer narrative:
Device evaluation summary: the reported motor behavior where the system was set to 2200 rpm, but the motor was running at 5000 rpm was not verified during service. Service technician was unable to reproduce error and used external motor 560a serial number (B)(6) while testing. The service technician replaced the assembly 560 bioconsole mp module as a precaution. Preventative maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the external drive motor and bio-console instrument, there was unexpected motor behavior where the system was set to 2200 rpm, but the motor was running at 5000 rpm. Use of the instrument was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H.6: correction to fdd/annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.